Manufacturer narrative:
Product ID: 3889-28, lot# v667643, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the cause of the high impedances was not determined and the fall did not affect the patient's device.

Event description:
It was later reported that the patient had gone into the clinic for an unscheduled visit to receive a new programmer and antenna, the device was interrogated and greater than 4,000 impedance was noticed. There was groin pain. The patient had presented to the emergency room on (B)(6) 2014 with the complaint of groin pain following fall over dog/pool noodle. Patient complained to stinging in groin and low back pain. The visit was less than 24 hours. This was a new illness, injury. X-rays of the right hip and pelvis were both normal and a scan of the lower extremity showed no deep vein thrombosis. The patient wanted to be seen in the office to check the device after a recent fall. Outcome was resolved without sequelae.

Event description:
It was reported the patient had a recent fall and was concerned that their device may not be working. The patient was also experiencing a loss of efficacy. They had increased urgency and had to keep turning the device up. The device was interrogated and reprogrammed. The reprogramming included decreasing the amplitude on program 2 and adding program 3. All impedances noted were between 547 and 1423 ohms. The patient outcome was unknown at the time of report. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v667643, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the patient's loss of efficacy and myalgia had resolved before device interrogation was done on (B)(6) 2014, which showed normal impedance values. The impedance values were not abnormal until (B)(6) 2015. Follow up is being conducted to clarify if the patient's fall in 2014 affected her device and to determine the cause of the high impedances in (B)(6) 2015. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient experienced myalgia.

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study reported the x-ray was negative for acute processes.

Manufacturer narrative:
(B)(4).